Manufacturer narrative:
This supplemental report is being submitted to provide additional information updated fields: b5, h2, h11. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center had screen cuts out when using the scalpel. The issue was identified during procedure. There were no reports of patient harm.

Event description:
It was reported that the video system center had screen cuts out when using the scalpel. The issue was identified during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection done by remote tech support. Based on the results of investigation, the reported failure was not confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.